Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 12/02/2025, it was reported that the patient was playing in his room and checked his dexcom app which was showing egv 120 mg/dl. He then developed a headache and felt tired, so he lay down on his bed and passed out. He did not know how long he was unconscious. His mother went into his room, saw him, and checked his dexcom app, which displayed sensor failed ¿ replace sensor now. She called 911. When emergency medical services (ems) arrived, his blood sugar was tested and showed 40 mg/dl. He was given glucagon via injection and became conscious roughly 10 minutes after administration. He was transported to the hospital. In the emergency room (ER), his blood sugar was checked again and had increased, though he could not recall the exact value. He was given IV fluids and remained in the ER for 10¿12 hours. He was discharged with a blood glucose of 130 mg/dl, and he reported that he was still not feeling well. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.